Event description:
It was reported that after taking a fluoro shot with the cardiac 9600 system, the system will go into a reboot cycle. The system will reboot normally, but when another fluoro shot is taken the system will again go into a reboot cycle. System removed from service. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired and replaced the technique processor pcb. Also replaced the s-ram card. The system was tested and found to be working as intended and placed back into service.